Event description:
It was reported to philips that the device was unable to produce radiation and displayed an error. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start successfully. Review of the system log file indicated a problem with the ip-pc. The fse recommended the customer to replace the ip-pc. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.